Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts from the distal end of the stent were slightly open and distorted. The maximum stent profile is within the specification and the stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks along the full catheter length. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 32 synergy¿ drug - eluting stent (des), upon the removal of the device from the hoop, it was noted that the stent was bent. The device was not used and the procedure was completed with another synergy¿ des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 32 synergy drug - eluting stent (des), upon the removal of the device from the hoop, it was noted that the stent was bent. The device was not used and the procedure was completed with another synergy des. No patient complications were reported and the patient's status was good.